Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Bleeding is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to bleeding are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Specific causes noted by the treatment team of: acute anemia aside from iron deficiency, slow gi blood loss, iron deficiency, chronic disease or a combination of these, could also be the cause. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a male patient was admitted directly from home for further treatment and evaluation of a (B)(6) 2015 outpatient hemoglobin/hematocrit (h/h) 6.9 gm/dl / 21.8 %. The lab work was taken in response to subject's increasing fatigue and dyspnea on exertion over the previous week. The subject denied hematochezia, melena, loose stools, hematuria, hematemesis and hemoptysis. The h/h on admission was 6.7 / 22.7. Inr 1.73. Iron level in blood was low: 35 mcg/dl [normal low 49 mcg/dl], uibc high: 356 mcg/dl [normal high 346 mcg/dl], % saturation low: 9% [normal low 11%]. The patient was transfused with 2 units of prbcs, one on (B)(6) 2015 and the second on (B)(6) 2015. On (B)(6) 2015, the patient was discharged and the lab work was h/h 8.9 / 28.8. Gastroenterology was not consulted during the hospitalization. On (B)(6) 2015 the patient had outpatient lab work which was improved: h/h 9.7 / 30.8. On (B)(6) 2015, the patient had lab work again which was h/h 10.3/34.1 the clinical treatment team noted "the etiology of this episode of acute anemia aside from iron deficiency is not known with certainty; but could be slow gi blood loss, iron deficiency, chronic disease or a combination of these. "